Event description:
Report received of bleed back into the sheath protector of a thermodilution catheter. The customer reports that the patient was received from the operating room "with blood lining the entire sheath." The reporter states the bleed back had started in the operating room where the catheter was inserted. There were no fluids administered via the sheath introducer port due to the bleed back. Once the patient arrived into the "cvicu", the catheter was removed and another catheter was placed. Follow-up blood work was not required related to the bleed back. There was no report of adverse patient effect. Additional patient information was requested, but no further information was available.